Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received two inappropriate shocks due to paroxysmal atrial tachycardia/atrial fibrillation. The patient's medication was adjusted, and the lead is still in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the discovery study.